Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4323695): 1) the products of this batch were assembled at intima ii auto line 2 in dec 2024, and packaged at r240 package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Take the retained sample of this batch for relevant testing: 1) the sample is examined under the microscope, and it is found that the catheter tipping is good, the catheter is fitted to the needle. 2) lie distance test and penetration force test are carried out on the sample, and the test results all meet the product specifications. 4. The occurrence of the complaint may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for relevant tests, and the use of the sample is unknown, the root cause of the complained defect cannot be determined. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii catheter damaged / defective on the morning of (B)(6) 2025, when a nurse in the general ward was performing a puncture on a child, the needle tip pierced the skin but was difficult to advance, and the needle cannula was severely twisted. When the needle tip was pulled out, the cannula was seen to be split. The parents pointed out the quality problem and requested that the needle be pulled out and the puncture redone. The needle was pulled out and the puncture redone, causing a second puncture injury to the child. The batch number and material information were communicated to the supplier, who was instructed to trace the batch and replace the defective materials.